Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's bearing cage was dislodged and a slide bumper was missing causing improper drawer movement and instability. A field service engineer (fse) reset the bearing cage, reinstalled the missing slide bumper, and verified proper operation using hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 2.1 half height drawer was difficult to open and close, did not extend automatically, and dropped on the right side when pulled out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.